Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she has low blood glucose level of 53 mg/dl the other day and treated it with food. Also, she encountered calibration issues. Troubleshooting was offered but customer declined. The insulin pump was not returned for analysis.